Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, seven months and twenty-five days after the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve, due to a torn leaflet. Per the physician, it was suspected that the patient may have had pericarditis prior to the torn leaflet. However the cause of the leaflet tear could not be determined. No additional adverse patient effects were reported.